Event description:
Site indicated infection-deep. Moderate severity. Probably not device related. Rehospitalized for systemic complication (B) (6) 2008. Surgical site treatment: drainage, revision/component removal-tibial insert.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.